Event description:
It was reported that this patient expired one day post-implant. The field representative later indicated that the patient had experienced ventricular fibrillation in the ambulance en route to the hospital. External defibrillation was attempted but was not successful. No allegations were made against the device, but due to the proximity of the death to the implant procedure, procedure involvement cannot be definitively ruled out.